Event description:
In 2001, the distributor's sales rep was at a user facility watching a case and reported the following to the MFR: the physician attached the device catheter to device stem, gave a little tug on the catheter and the catheter fractured away from the stem and separated completely.